Event description:
Critical care physician reported in the online survey that the patient experienced adverse events urinary symptoms associated with the device inlay optima¿ ureteral stent without guidewire. That resulted in stent removal.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.